Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure two left bundle branch area pacing (lbbap) leads were attempted to be implanted. The fist lbbap lead was attempted in multiple different positions with no changes to the expected electrocardiogram (ECG) markers. The first lbbap lead was replaced with a new lead. Multiple different locations were attempted with the second lead. The lbbap exhibited a sudden impedance increase and visible noise. Troubleshooting steps were taken including using new cables and connecting to the analyzer from the electrophysiology (ep) system. The impedance did not change and the noise remained. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Corrected: 6a, 6b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that it was possible that septal scarring was present, but may not have been causal. The noise appeared to look like electromagnetic interference noted during testing with the analyzer. It was noted that testing was conducted while connected unipolar. While testing was conducted, still able to pace. When impedance was high, no capture was noted. Furthermore, when withdrawing the catheter halfway back on the coil and after testing was completed, the physician looked for impedances changes and noise before slitting.

Manufacturer narrative:
Correction: g3 field from previous follow-up report 001 was omitted. The omitted date should have been (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.